Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of low recirculation volume apd sets leaked. The event was further described as when the customer "tried connecting the cassette and running the cycler" "fluid leaked out of the seemingly only dented line". The event occurred during unspecified process step while performing peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.